Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect hiv ag/ab combo assay. However, an increase in complaint activity associated with the complaint issue was identified for reagent lot 90524li00. A retained reagent kit of lot 90524li00, was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot was negatively impacted. The reagent kit showed normal performance and no false non-reactive results were obtained. Additionally, the clinical sensitivity of the reagent lot was evaluated by testing two commercially available seroconversion panels. The results were compared to the architect hiv test results provided by the panel manufacturer. Reagent lot 90524li00 detected the same bleeds as reactive. Based on this data it was shown that the sensitivity performance is not adversely affected. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hiv ag/ab combo assay identified.

Manufacturer narrative:
The customer provided an additional false negative result. The new information was added to section . Complete entry for section patient identifier: (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On (B)(6), 2019 the customer provided an additional false negative architect hiv ag/ab combo result for a 29 year old female. Sample ID (B)(6) generated 0.29 s/co on the architect, roche 6.39 s/co (positive), and western blot positive.

Manufacturer narrative:
This report is being filed on an international product list 4j27, that has a similar us product distributed in the us, list 2p36. Complete information for patient information: patient identifier: multiple = (B)(6) and (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) results for a (B)(6) female, while using the architect hiv ag/ab combo reagent. The following results were provided: on (B)(6) 2018, sid (B)(6): architect (B)(6), roche (B)(6), western blot undetermined. On (B)(6) 2018, sid (B)(6): architect (B)(6), roche (B)(6), western blot (B)(6). Both samples were retested on a second architect analyzer generating (B)(6) results of (B)(6). No impact to patient management was reported.